Event description:
Family member of pt called novocure technical support line to inquire about how to return device as pt had died. Date of death was (B)(6) 2012. Treating md was contacted for further info and reported that pt with recurrent glioblastoma had died of progressive glioblastoma. As per device log file review last date of novottf treatment was (B)(6) 2012 and device was functioning as per normal parameters.

Manufacturer narrative:
Novocure concurs with treating md that death is unrelated to novottf. Death is related to progressive glioblastoma. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures (sops) which state any deaths that occur within 24 hours of device use be reported (pt was wearing device on date of death).